Manufacturer narrative:
(B)(6). Wiater et al. " exploring failure of total shoulder arthroplasty systems through implant retrieval, radiographic, and clinical data analyses" journal of shoulder and elbow arthroplasty. Volume 1: 1¿10. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Zimmer products reported in this article include the zimmer bigliani/flatow shoulder and trabecular metal reverse shoulder systems. Additional journal authors - moore, drew d., moravek, james e., baker, erin a., salisbury, meagan r., baker, kevin c. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. Both legacy biomet and legacy zimmer, along with competitor products, are mentioned in this journal article. It is unclear which complications are tied to what systems. Please see associated report for this event: 0001825034-2017-04230.

Event description:
It was reported in a journal article that an unknown number of patients experienced subscapularis tears and edge deformation in glenoid components following shoulder arthroplasty. The journal article notes that there is a positive correlation between the two. Attempts have been made to obtain additional information however further information is not available at this time.